Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a call service alarm (cs 088) issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2017 with the following findings: the black box and alarm history confirmed a ¿cs088¿ watchdog alarm on (B)(6) 2017. Moisture corrosion was observed in the battery canister. The pump produced ¿cs128¿ alarms upon confirming the ¿verify¿ screen. Investigators were unable to adequately investigate reported ¿cs088¿ complaint due to the recurring ¿cs128¿ alarms. The pump¿s cover was removed and further moisture corrosion was found to the pcb on the cgm module. Investigators were unable to duplicate the complaint.